Event description:
A patient reported experiencing inaccurate erratic results with a one touch ii meter. The patient's blood glucose results were 67 mg/dl, 117 mg/dl, 88 mg/dl, 110 mg/dl. Tests were done within 10 minutes with a difference of 24 mg/dl. "Customer was using the same finger stick for all 4 readings that were all with in 10 min. Checkstrip 77 (66-89)." Patient did not experience any adverse events. No further information has been reported.